Manufacturer narrative:
Analysis found that the unit came in with a missing clip. The nut and washers were moving around inside the unit and shorted out the pcb inside which caused the intermittence. The lid was cracked and the standoff was broken. The lid, back enclosure, clip, spare fuse, and spare fuse label were replaced. The unit was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the mainframe and interface were having issues and were not working properly last week. The mainframe and interface were intermittent and the monitor did not work for every case. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the mainframe and patient interface were functioning intermittently during the neck dissection procedure. The consoles were rebooted, resulting to no delays in the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.